Event description:
It was reported via phone call, that the customer received a compromised force sensor system alarm and the pump was prompting to be rewound. Customer¿s blood glucose level at the time was 285 mg/dl. Troubleshooting was performed. The device had not been bumped or dropped prior to the alarm. The drive support cap was reportedly flush. It was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The drive support disk was found loose flush. No a33 alarms were noted. The insulin pump was received with cracked case at the display window corners, reservoir tube, battery tube threads, minor scratched display window and missing end cap sticker.